Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) in two pieces, a .071¿ non-bsc guide catheter, and an unidentified guidewire. The distal end of the omega device was received inside returned guide catheter. The stent was not returned for analysis. The shaft and balloon were microscopically examined. The tip of the omega device was protruding 2mm from the guide catheter. The distal portion of the omega was able to be removed from the guide catheter with no issues. There was blood and contrast in the inflation lumen and balloon. The balloon was tightly folded. The inner shaft was buckled 3mm ¿ 4mm distal of the bi-component weld. The outer shaft was necked from the exit notch distally 3.5mm. The midshaft was stretched and completely separated. The separated ends of the midshaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the coronary artery. A 24x4.50 omega¿ stent was deployed to treat the lesion. When the balloon was withdrawn, it came off the shaft. The balloon was caught inside the guide catheter and everything was removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the coronary artery. A 24x4.50 omega¿ stent was deployed to treat the lesion. When the balloon was withdrawn, it came off the shaft. The balloon was caught inside the guide catheter and everything was removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.